Event description:
Welch allyn received a complaint where a propaq cs beside monitor's display locked-up while monitoring a patient. The complainant also indicated that the propaq cs monitor did not provided any audible or visual alarms. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is complete.